Event description:
Philips trilogy evo ventilator stopped functioning and gave a message of "ventilator inoperable". I called my homecare company and the situation was not fixable. I had to get an entirely new ventilator for my son. FDA safety report ID# (B)(4).